Event description:
Lateral arm of bi-plane x-ray system flashed an error signal and would not acquire any more x-ray images. System would not acquire any further images. Rebooted and stopped again after about 15 minutes of use. Lateral plane errors again. Procedure was cancelled.====================== manufacturer response for bi-plane angiography x-ray system, allura fd20/10======================manufacturer's service engineer responded and tested unit. Found failed hard disk drive on lateral x-ray plane imaging system. Ordered replacement drive assemblies.